Event description:
It was reported that the 9600 system c-arm brake would not work and the cine run images would not playback. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm brake, image processor, and controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.